Event description:
During a knee arthroscopy procedure utilizing the flexible 4.5 mm clancy reamer/drill bit, it was reported that, while drilling into the femoral tunnel of the knee, the drill bit tip broke off into the bone. It was reported that the fragment was retrieved. Visual imaging was obtained to confirm that there was no metal left inside of the patient¿s knee. It was reported that it is unknown if a backup device was available. (B)(4).

Manufacturer narrative:
Subject device was not received for evaluation. Review of the device history records was performed which confirmed no discrepancies. A complaint history review did not identify additional complaints filed for the manufactured lot on file. Reportedly, there were no internal processing issues that would contribute to the nature of the issue. Per results of the investigation, no root cause could be determined. At this time, no further investigation is warranted. (B)(4).